Event description:
Q: can you look at noise on this patient? D: caller provided patient's device serial number. R: told caller in absence of emi source, then this could indicate lead issue. Noise is present on ra and rv ttr. Caller reports no noise or oversensing on rv ttc. No impedance variation noted. Did not recommend changes for ra lead as patient has atrial arrythmia documented. - alert: rv lead integrity warning on sep/12/2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).